Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. N/a was selected for PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. As a result, the customer experienced a loss of consciousness. It was indicated that the customer was taken to the hospital and x-rays were taken by a healthcare professional because the customer had several bruises on her elbows and hands. The customer measured their blood glucose and obtained a result of 355 mg/dl. No further treatment was provided. There was no report of death or permanent impairment associated with this event. The customer reported a sensor reading of 181 mg/dl against a built-in meter result of 96 mg/dl.the results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.